Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported tissue damage/injury, mr and death cannot be determined. Death, tissue damage and mr are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, thin and tethered leaflets, and poor ejection fraction (ef) of 25%. A mitraclip xtw was prepared per the instructions for use (IFU), inserted and deployed on the mitral valve. To further reduce mr, a second mitraclip xtw was inserted and deployed on the mitral valve. A third clip, a mitraclip nt (50718r1057) was inserted and placed below the valve, and the grippers were dropped to grasp the leaflets. However, difficulties visualizing the clip and a gripper was not functioning as intended. The clip was inverted and pulled into the left atrium (la). Troubleshooting was performed and the issue continued to occur. Therefore, the clip was removed from the patient. While outside the patient, the clip was tested, and the grippers were functioning. A fourth clip, a mitraclip xt (50724r1094) was then inserted and steered down below the valve and position. However, while in the valve, difficulties visualizing the gripper dropping occurred. Therefore, the clip was inverted and brought back into the la. However, it was observed that the gripper was not functioning as intended. Troubleshooting was performed but the issue continued to occur. Therefore, the clip was removed from the patient. A fifth clip, a mitraclip xtw (50731r1040) was then inserted and deployed medially on the valve, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. On (B)(6) 2025, the patient passed away. In the physician's opinion, the cause of death was possibly due to damage of the anterior mitral leaflet (aml), that may have exacerbated mr. It was noted that the patient had pre-existing hypertrophic obstructive cardiomyopathy (hocm) and poor left ventricular (lv) function, which may have caused or contributed to the patient's death. The mitraclips remained stable on the leaflets. In the physician's opinion, the mitraclip did not cause or contribute to the patient death.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.